Manufacturer narrative:
Since a serious injury resulted with this device, the event is reportable per 21 cfr part 803. The patient, who is also a medical doctor, reported that in this case, a young dentist wanted to practice using the laser on her. The laser is contraindicated for use on the patient due to prior nerve damage. The dentist did not understand the patient's medical history. There was no device available for evaluation. Based on the information provided by the patient, it is apparent that the injury was caused by contraindicated use.

Event description:
A letter was received indicating a patient experienced nerve damage in 2019 due to a sirolaser advance laser. There was no mention as to the outcome of the nerve damage.

Event description:
Additional information was received from the patient indicating that the device was contraindicated for use on the patient due to prior nerve injuries. The patient alleged that her teeth, gums and nerves were "severely and extensively injured" and "symptoms are ongoing." The clinician also did not provide laser goggles to wear and the patient reported her eyes were injured. The following specific injuries were reported by the patient: 1. Injury to the right mandibular nerve (swollen, enlarged submandibular gland) and lower lip is affected. 2. Right sympathetic nerve injury causing right trigeminal neuralgia. 3. Injury to the right retromolar area and to the sympathetic and parasympathetic nerves in upper and lower gums. 4. Scarring of both retromolar areas (not resolved/ongoing symptoms). 5. Hot tip cutting laser was "done on all my teeth haphazardly in half an hour" and the high heat altered the shape and contour of the patient's gums and bone structure of their teeth. The patient reported that a fluoride varnish was used prior to the use of the laser. 6. Injury to the dental ligaments causing overbite, overjet7, right upper tooth fractured lingual craze line #3 due to force of injury. 7. Buccal abfraction #6. Porcelain fracture distal #19 and had to have a crown placed after the dental laser surgery. 8. Tooth #20 was completely yellowed from the laser and roots are still showing. 9. Cutting of the enamel/structure of upper and lower back teeth.